Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating that the force sensor system was compromised. Customer's blood glucose was reportedly within normal range. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No alarm was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.